Event description:
Hospira preformed a urgent device correction months ago that installed new power supplies and batteries into each pump. The battery was upgraded from a 4.0 ah battery to a 4.2 ah battery. The batteries were failing within 50 charging cycles and those that were deeply discharged experienced error codese320 and e-437-13. When either of these codes were recorded, the pump would not recharge since it has less than 1.8ah of capacity left.